Event description:
It was reported that there was unknown damage to the device as it was broken. There was no patient involvement.

Manufacturer narrative:
The information provided was obtained from a retrospective review of servicing data; therefore, no other information is obtainable at this time. There was no reported patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they received software 9.13. Received with broken case and battery. As found sw 9.13, as left version 9.13. End of life. Returned unrepaired. A review of the device history record showed the device had a manufacture date of 11may2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The device was fully investigated and the reported issue was not confirmed. Returned unrepaired. A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that there was unknown damage to the device as it was broken. There was no patient involvement.